Manufacturer narrative:
Correction: upon further review it was noted that in the following information was inadvertently not included in the initial MDR; therefore, it is captured in this supplemental report: section a4: patient weight: 170 lb. Section a5: ethnicity: asian. Section a5: race: provided as phlippino. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: information unknown/not provided section e1 telephone +(B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2138 diplopia, 2138 unexpected postop refraction. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient will be undergoing an intraocular lens (iol ) exchange in the patient's right eye due to residual astigmatism that caused blurry vision and double vision. Through follow up, it was learned the explant was performed and the lens was replaced with another johnson & johnson lens, model diu150 18.0 diopter. The patient's visual acuity was prior to the operation 20/50 and post operatively (op) 20/40-1 with the initial implant, and the visual acuity post op with the replaced iol is unknown. There was no medical or surgical intervention required outside of the standard care performed. The patient was doing fine post-op. The explanted lens was discarded. No other information was provided.